Event description:
It was reported that the patient experienced a low blood glucose event with a lowest cgm value of 54 using a dexcom g7, treated with oral carbohydrates (apple juice, approximately 5¿6 oz), and the patient has noted fluctuating glucose levels over recent weeks; the cause of the low was unclear and there was insufficient information regarding any device component involvement. Symptoms included hypoglycemia. Outcomes included serious injury/illness/impairment as the event required medical-type intervention in the form of medication-equivalent oral glucose. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding the medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
(B)(4).